Event description:
Three days after being admitted to hosp, the pt was treated for stenosis at the posterior inferior cerebellum artery (pica) / basilar artery junction. This lesion was distal to a stent previously placed in the vertebral artery (va). Following the successful dilation of the lesion, the stent was placed with the distal end in the basilar artery and proximal end within the previously placed stent. Angiography demonstrated no thromboembolic complication. The next day, the pt presented with bad headache, dizziness, cerebrovascular accident and mental status change. A CT scan revealed an occlusion the basilar artery and thrombosis of the intracranial left vertebral artery. Also noted an evolving mid brain infarct in the region of the pontomesencephalic junction. The physician stated the thrombus was in the stent. The thrombus was treated with intra-arterial thrombolysis. Three days post procedure, a CT scan revealed interval development of a right hemipons and superior right cerebellum infarct without any evidence of hemorrhagic conversion when compared to CT scan taken one day post procedure. The pt remains in the ICU.

Event description:
Three days after being admitted to hospital, the patient was treated for stenosis at the posterior inferior cerebellum artery (pica)/basilar artery junction. This lesion was distal to a stent previously placed in the vertebral artery (va). Following the successful dilation of the lesion, the stent was placed with the distal end in the basilar artery and proximal end within the previously placed stent. Angiography demonstrated no thromboembolic complication. The next day the patient presented with had headache, dizziness, cerebrovascular accident and mental status change. A CT scan revealed an occlusion the basilar artery and thrombosis of the was intracranial left vertebral artery. Also noted an evolving mid brain infarct in the region of the pontomesencephalic junction. The physician stated the thrombus was in the stent. The thrombus was treated with intra-arterial thrombolysis. Three days post procedure, a CT scan revealed interval development of a right hemipons and superior right cerebellum infarct without any evidence of hemorrhagic conversion when compared to CT scan taken one day post procedure. The patient remains in the intensive care unit. Additional information was received from the user facility stating that the patient underwent a second procedure to administer 4mg of tissue plasminogen activator (tpa) intra arterially in preparation for a thromboectomy. Angiography taken after the medication was administered showed interval restoration of antegrade flow and persistent clot in the stent particularly at the vertebrobasilar junction. Therefore, the physician continued with intra arterial thrombolysis and a further dose of tpa was administered more distally (does not disclosed). The patient also received 3000u of heparin part way through the procedure. Angiography showed only minimal eccentric adherent clot in the mid basilar artery that was nonocclusive. The patient was placed on a heparin drip. The patient's clinical condition continued to decline and care was withdrawn at the families request. The patient expired twelve days post procedure.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus, stroke and the patient's outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication. Correction: type of reportable event - corrected